Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. During the device replacement, the df-4 pin was stuck in the device header. The header was removed from the device and cut open to push the df-4 pin out of header. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.